Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the images provided showed contrast outside of the bifurcate stent graft, extending from the proximal aneurysm sac to the level of the flow divider. The source of the endoleak was likely from a proximal type I endoleak. The exact cause of the likely proximal type I endoleak cannot be conclusively determined. Pre-implant films and additional films at implant were not provided; the complete anatomy information and the complete stent graft in-vivo configuration cannot be assessed. However, it is possible that implanting the stent graft in a short and angulated aortic neck may have contributed. The exact cause of the reported perforation in the aorta after ballooning and removal difficulty of the cuff delivery system during the implant procedure, and perforation in the aorta that was discovered a day after the implant procedure cannot be conclusively determined. Additional films at implant that showed the ballooning of the bifurcate stent graft, rupture of the aorta just below the renals after ballooning, inflating the balloon above the renals to gain control, and films that showed the aorta perforation above the renals that occurred a day after the implant procedure were not returned for review. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in the patient for the endovascular treatment of a 4.8 cm x 5.8 cm in diameter abdominal aortic aneurysm. The proximal aortic neck measured 25 mm to 26 mm to 24 mm in diameter along a 1 cm length. The pre-operative CT were incomplete and all imaging ended just below the aortic bifurcation. The common iliac arteries and femoral arteries could not be visualized or measured. It was reported that, during the index procedure, an angiogram revealed that the endurant ii stent graft bifurcate had a proximal type I endoleak. The physician elected to re-balloon the proximal seal zone. However, while re-ballooning, there was a loss of seal on the left side of the aortic wall and the patient¿s blood pressure decreased. An angiogram revealed a perforation of the left aortic wall just below the renal artery. The physician inflated a reliant balloon above the level of the renal arteries and elected to implant an endurant ii aortic cuff proximal to the endurant iis stent graft bifurcate. After deploying the endurant ii aortic cuff, the tip of the delivery system became caught on an apex of the supra renal stent. The physician advanced the delivery system back to the original deployment location. The physician then rotated the blue wheel, clockwise and counter clockwise, again to recapture the tip of the delivery system a second time. The physician was then able to remove the delivery system successfully. Two angiograms confirmed no endoleak, the patient¿s blood pressure had returned to baseline, the procedure was completed, and the event was resolved. However, the next day, the patient had a ruptured aorta. A hole in the aorta was identified above the renal arteries. The physician elected to convert the patient to open repair but the patient expired due to the aortic rupture. No additional clinical sequelae were reported.